Manufacturer narrative:
Patient information was requested and none was provided. It is unknown if the device was on a patient at the time the issue occurred. (B)(4).

Event description:
Customer reported there is no audible alarm. There was no patient harm.